Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb's were upgraded. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank display. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.